Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial patient ¿did not sleep at all last night despite sleeping pill¿ and noted it was frustrating to be up all night. They further reported on (B)(6) 2017 that they were sitting on the couch sewing and had an uncomfortable feeling with regards to the stimulation so they lowered it to 1.6. The patient stated that they were not going as much and at times experienced a lot of gas. They felt a lot of pain and soreness on the right side of their back where the lead was placed. The patient assisted in switching programs. On (B)(6) 2017, the patient reported that they were allergic to the antibiotics they were given. They had diarrhea and experienced ¿other symptoms¿. The patient mentioned that they normally did not have as many accidents and felt like they were doing worse due to the antibiotics. They had contacted their doctor for the issues. Further information received from the patient on (B)(6) 2017 reported they had to take imodium for their bowels. The following day the patient reported that they had loose stools after taking antibiotics and had to take imodium to stop the issue. The patient thought this may have hindered the evaluation. On (B)(6) 2017, the patient reported that they had a uti since (B)(6) 2017 and had been on cipro. The patient noted their symptoms were improving today and rated them at a ¿1¿ due to one soiling in public. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.